Event description:
It was reported that the accunet device was placed in the internal carotid. Then, a viatrac plus device was used for pre-dilatation; however, there was resistance with the accunet guide wire upon removal, and the guiding catheter popped out of the aorta. The viatrac plus device was pulled with force to remove it from the accunet guide wire, and the guide wire became separated. The accunet device had to be removed from the pt with a snare device. No pt effects were reported.